Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed the ECG fall off test. Upon investigation the cable connecting ECG a and b to the front therapy electrode was pulled from the strain relief, pulling the cable connector j703 on the distribution node pca. The cause of the alarms and test failure was the pulled cable and connector. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent check belt messages.